Event description:
It was reported that the customer had experienced low blood glucose. The blood glucose reading was 266 mg/dl at the time of call and blood glucose at time of incident was 45 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. The auto mode feature was active at the time of incident. Troubleshooting was performed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.